Event description:
It was reported that post implant, ventricular pacing failure was noted on the electrogram. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.